Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's cartridge was leaking and the customer developed a rash from the leaking insulin. The customer loaded another cartridge. The customer's blood glucose (bg) level was 227 mg/dl and an injection of insulin was used to address the bg level.